Event description:
The customer reported that the system was not saving pt images. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was operating as intended. The customer was instructed on the proper method for saving images to the pacs system. There was no malfunction of the system.